Event description:
It was reported that the customer was hospitalized due to low blood glucose readings of nearly 42 mg/dl. It was noted that the customer may have delivered too much insulin for the previous meal. Customer stated that they may have over estimated their carbs for the bolus. It was noted that the customer's blood glucose readings were 100 mg/dl by the time the paramedics arrived. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.